Event description:
This complaint is now reportable based on analysis completed on 08/27/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The 90% stenosed, de novo lesion being treated was located in the severely tortuous, severely calcified left anterior descending (lad) artery. The physician attempted to advance a 2.5x32mm taxus liberte stent, but was unable to cross the target lesion. The procedure was completed with a plain old balloon angioplasty (poba). No patient complications occurred. Patient condition is reported as "good". However, the returned product analysis of the 2.50x32mm taxus liberte stent revealed proximal stent damage.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. A stent strut on row 3 was raised. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The od of the section where no damage was present was measured at approximately 1.07mm. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).